Manufacturer narrative:
Sorin group (B)(4) manufactures the d905 eos oxygenator. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial blood was the same color as the venous blood. Increasing the gas flow and oxygen concentration did not resolve the problem. The unit was changed out and the case proceeded without further issues. The device was not returned for evaluation. However, sorin group (B)(4) stated that the decrease in gas exchange performance was confirmed by the data collected on the pump record. Sorin group (B)(4) concluded that the probable cause was improper bonding and assembly of the oxygenator gas end cap (B)(4). This was supported by the fact the gas end cap easily became detached from the membrane when it was changed out during the case. Sorin group (B)(4) has implemented improvements in the assembly process (B)(4). The device in question was manufactured prior to these corrections. Without the physical device for evaluation, the exact cause of the decreased gas exchange can not be determined. No further action is deemed necessary. It was reported the patient had a prolonged stay in ccu due to a delay in waking up from the surgery. The patient required ventilation and medication during this time. This medwatch report is being filed as a result of these actions.

Event description:
Sorin group (B)(4) received a report that the arterial blood was the same color as the venous blood. Increasing the gas flow and oxygen concentration did not resolve the problem. The unit was changed out and the case proceeded without further issues. It was reported, the patient had a prolonged stay in ccu due to a delay in waking up from the surgery. The patient required ventilation and medication during this time.